Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, findings, conclusion), h11. Corrected fields: b5, d1, d4(model, catlog, UDI), g2. It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed a gas loss alarm during use. There was no patient harm or injury reported. During the call, (B)(6) (rn, ICU) stated that she had already checked the helium connections and used the iab fill key in an attempt to clear the alarm. Troubleshooting steps were reviewed, including verifying that there was no blood or discoloration in the helium tubing, pressing and holding the iab fill key for 2¿3 seconds, pressing start, and rechecking the helium tubing. The nature of the gas loss alarm and potential clinical causes were discussed; however, there was no clear clinical explanation for the alarm at that time. She was advised to call back if the alarm recurred multiple times within an hour for additional troubleshooting support.

Event description:
It was reported by the customer via emergency support program line, cardiosave intra-aortic balloon pump (iabp) had gas loss alarm. There was no blood or discoloration in the helium tubing. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that a cardiosave intra-aortic balloon pump (iabp) had gas loss alarm. There was no blood or discoloration in the helium tubing. There was no patient harm or injury reported.